Manufacturer narrative:
Imdrf device code a180104 captures the reportable event of presence of foreign material in the device.

Event description:
Note: this report pertains to the second of three endovive standard peg kits pull method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive standard peg kit pull method was being prepared for a peg tube procedure performed on (B)(6) 2024. During preparation, three peg kits were opened and all kits had rusty scissors within the kits. The procedure was completed with another peg kit pull method. There were no patient complications reported as a result of this event.